Manufacturer narrative:
Device history records indicated instrument met spec prior to being released to the field.

Event description:
The tip of the inserter threads into a cage to then be inserted in between two vertebral bodies. The cage was mallet into position by doctor and the threaded tip of the inserter broke off in the cage. Cage was then seated and unable to be removed without detriment or risk to the patient. The original intended purpose was a posterior spinal fusion with transforaminal lumbar interbody fusion l4-s1 ilium.